Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.

Event description:
While using a byte day aligners, patient reports that they have an uneven bite. They report that after wearing set of aligners and going back to previous sets multiple times, as instructed, they have teeth that won't move as intended and gaps in their aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.